Manufacturer narrative:
The chair functioned as intended and with the warning parameters in the owner's manual. The chair did not exceed 113 f surface temperature and the off function was available.

Event description:
Consumer alleges the chair stayed on long enough to allegedly cause burns on her back.

Event description:
Consumer alleges the chair stayed on long enough to allegedly cause burns on her back.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.